Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented no pacing noted on the patient's right ventricular (rv) lead. The rv lead was surgically explanted and replaced. The patient was discharged and no additional patient consequences were noted.

Manufacturer narrative:
Correction: h10: field should included the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.